Manufacturer narrative:
Section a2, a3, a4, and a5: unknown/not provided, as information was asked but it was not provided. Section d6b: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: initial reporter: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. The photograph provided by the customer was evaluated. The image showed the suspected complaint lens on the folding carton and a small clear fragment/foreign material was observed next to the lens. No damage to the lens was observed. Due to no product receive, no further evaluation was performed. The nature and source of the material cannot be determined through photograph evaluation. The complaint issue "foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign body was identified during an intraocular lens (iol) implantation surgery. The object was recognized as an independent foreign body and it was removed from the patient's eye. The iol had not been implanted. A replacement lens was successfully implanted in the eye. The foreign body was observed to be thicker than the intraocular lens loop. There was no patient injury reported, no delay in treatment was noted, and no other interventions were performed. No further information was provided.